Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The patient would undergo an autopsy, but the device would not be returned at this time. The submitted log files contained events from (B)(6)2024. Low flow faults were captured on (B)(6)2024 between 12:16:55 and 13:18:56, starting when calculated flow decreased below the low flow alarm threshold of 2.5 liters per minute (lpm) to a range of 1.6 to 2.4. Low flow hazard alarms were captured intermittently throughout the duration of the low flow faults and remained active until the calculated flow rose above 2.5 lpm. No other notable events were recorded, and the system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3. This section also addresses all pump parameters, including pulsatility index (pi) and pump flow. In reference to pi, section 1 of the IFU states that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (I. E., the pump is providing less support to the left ventricle. Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest. They were found down by their father and emergency medical services (ems) was called. The patient was in asystole when ems arrived, so chest compressions were started. The patient's downtime was unknown. No imaging was performed due to patient condition. It was noted the pump appeared to be functioning as intended. It was unknown if the death was device related but it was unlikely. A first set of log files were submitted for review and captured several low flow events on 10oct2024 from 1217 through 1230 with flow noted as low as 2.1 liters per minute (lpm). Another low flow event was noted at 1310 with estimated flow at 2.4 lpm. The pulsatility index (pi) was low and non-variable which may be indicative of an obstruction. A second set of log files were submitted for review and captured more low flows with low and non-variable pi. The log files also captured no external power events noted at 1319 on 10oct2024 due to disconnection of both power leads from the power module which was followed by the driveline being disconnected. The device would not return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.